Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. Successfully downloaded history files and traces using thus and carelink. Pump programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. No empty reservoir alert programmed according to mmt-1715 user manual. Unable to verify empty reservoir alert. However, the no reservoir alert and reservoir estimate at 0u functioning properly. Also, the no delivery/insulin flow blocked alarm functioning properly (occlusion alarm). The formatted history file lists data from 08/30/2021 to 12/09/2025. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 15-dec-2025. The pump was received with a depleted rayovac alkaline installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.3mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label stained, missing display window cover, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for cat-scan and pump not alarming reservoir empty alert. Costumer alleged not confirmed for absence of occlusion alarm, low reservoir and pump not delivering a bolus not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump did not give alarm while low reservoir alert, pump exposed with magnetic field. The customer reported no adverse event. The event involved product(s) unk_reservoir, unomedical, mmt-1715kr. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for unk_reservoir, unomedical. Mmt-1715kr was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.